Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's mother claimed testing of the alert functionality on (B)(6) 2014 and reported to dexcom technical support alerts were functional.